Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a cervical posterior fusion to treat atlantoaxial subluxation. It was reported that the guide wire fractured during use. It occurred when the 10mm tip had been advanced. The fragment was removed from the patient. The surgery was completed without any further incident. The surgeon commented that patient bone was hard, and it may have caused the guide wire to fracture. No patient complications were reported.